Manufacturer narrative:
Product complaint#: (B)(4). Additional information: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Additional information provide: dermabond prineo: ethicon, side affected: unknown, quantity affected: 1 quantity available to be returned: 0. List any j&j products that were utilized during the case but did not contribute to the reported event. N/a. Was there any reported patient or user harm? Yes. Did the patient/user require any medical or surgical intervention as a result of the event? Yes, description needed to be taken back and implant removed. Did the patient/user require extended hospitalization as a result of the event? Yes, description, re-hospitalized. What is the patient¿s/user¿s status/outcome following the event? N/a. Was there a significant delay? If available, provide the product order number (po). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Facility / hospital name? Is photo available of patient infection? Description of event, symptoms, manifestation of infection. What was the procedure date? What date /day post op was the infection noted? Were any cultures taken? Results? Were any pre-op cleansing procedures changed recently? If yes, please describe. How was the wound cleaned and dried prior to prineo application? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replacement on an unknown date and topical skin adhesive was used. The adhesive utilized in total knee replacement - became infected patient needed to be taken back and knee replacement failed. Additional information has been requested.